Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The location where this event occurred is unknown. This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report (mw5064690) on (B)(6) 2016, which stated that mycobacterium avium complex (mac) was identified in cultures taken from a patient who had undergone an ascending aortic valve replacement and hemiaiarch reconstruction with an aortic valve repair in 2015. The procedure involved the use of a sorin heater-cooler system 3t. In 2016, the patient presented with fevers of unknown origin along with splenomegaly. This progressed into interstitial nephritis. A chest CT was performed, which identified hilar adenopathy. A bone marrow biopsy identified granulomas and an initial diagnosis of possible sarcoidosis was made. Tissue cultures were also taken, which tested positive for mac. As no device information or contact information for the facility or for the initial reporter was provided in the user medwatch report, sorin group (B)(4) is unable to perform any follow-up with the customer regarding this event at this time. Past communication with the FDA on july 27, 2016 for a different report has confirmed that any missing or redacted information was removed from the user report at the request of the submitter, and no additional information would be provided. The FDA suggested performing due diligence to ensure that there is no additional information regarding this event contained in an already existing complaint. A review of existing complaints did not identify any event that matched the description provided in the user report. No further investigation is possible. In the event of receipt of new information, a supplemental report will be provided.

Event description:
Sorin group (B)(4) received a user medwatch report (mw5064690) on (B)(6) 2016, which stated that mycobacterium avium complex (mac) was identified in cultures taken from a patient who had undergone an ascending aortic valve replacement and hemiaiarch reconstruction with an aortic valve repair in 2015. The procedure involved the use of a sorin heater-cooler system 3t. In 2016, the patient presented with fevers of unknown origin along with splenomegaly. This progressed into interstitial nephritis. A chest CT was performed, which identified hilar adenopathy. A bone marrow biopsy identified granulomas and an initial diagnosis of possible sarcoidosis was made. Tissue cultures were also taken, which tested positive for mac.

Manufacturer narrative:
As the serial number was not provided, the date of manufacture could not be determined. This information will be provided in a supplemental report if and when made available.